Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No unlocked keypad connector was noted. The insulin pump passed the displacement test, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad, and the issue was not resolved by a battery change. The blood glucose reading was 173 mg/dl. No significant events leading to the keypad issues were observed. The customer stated that he had successfully delivered a bolus just 2 hours prior to experiencing the keypad anomaly. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.